Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a combined mitraclip and triclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3 and functional tricuspid regurgitation (tr) with a grade of 4 on a patient with a pre-existing torn leaflet. A mitraclip ntw and a mitraclip nt were inserted and deployed on the mitral valve, reducing mr to a grade of 1.5. A triclip xtw inserted and deployed on the anterior septal leaflet. A second clip, a triclip xtw was then inserted and deployed on the posterior and septal leaflet, reducing tr to a grade of 1. However, when checking the mitral valve, imaging revealed that the second clip, the mitraclip nt, had partially detached from the anterior leaflet and remained fully attached to the posterior leaflet (partial clip movement). A torn anterior leaflet was suspected. The final mr was at a grade of 2-3 and the final tr was trivial. There were no adverse patient effects and no clinically significant delay in the procedure.